Manufacturer narrative:
The patient was born in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reportedly due to poor environment/source of water (no further detail was provided). On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment with unspecified antibiotics for the peritonitis event (doses, frequencies, and routes were not reported). Twenty two days after onset, the patient was recovered from the peritonitis event and antibiotic treatment was discontinued. At the time of this report, dianeal therapies were ongoing. No additional information is available.